Event description:
Revision surgery - unseen osteophyte caused impingement on the tibial liner. The liner had to be removed in order to remove osteophyte. Replaced with new liner.

Manufacturer narrative:
The reason for this revision surgery was to remedy impingement observed during surgery. The outcomes attributed to this event are non-serious. There was a five minute delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the product. A review of the product complaint report history shows this is the second complaint for this part number, one other due to stability/poor joint issues. This is the first complaint for this lot number. The root cause for the impingement was most likely due to an osteophyte. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.